Manufacturer narrative:
The surgeon plans to revise the devices.

Event description:
It was reported that the tmj devices were removed due to infection.

Manufacturer narrative:
The surgeon plans on placing revision devices once the infection has resolved.

Event description:
It was reported that the tmj devices were removed due to infection.